Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during an open procedure while tying the knots during closing, the thread broke. To resolve the issue, the surgeon used a competitor's suture. There was no patient injury.